Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) under infused during a 48 hour patient infusion with an unspecified medication. The infusion was discontinued after two days and at that time, 50 ml remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.